Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed damage to that could have potentially contributed to the reported event of the knife not being able to cut well. The coring knife, serial number (B)(6), was returned with the protective caps covering both ends. The coring knife was in used condition with blood and rust present on its external surface of the knife body as well as the blade edge. Microscopic inspection revealed that the blade edge had multiple imperfections, including areas that appeared to be rolled over and areas that were uneven when observed from a profile view. These imperfections appeared to have the potential to contribute to a cutting issue. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21 aug 2023. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the coring knife did not cut all the way through the septal side of the apex. A portion was still attached when the foley was retracted upward. The remaining portion of the left ventricle was cut using a scalpel. It was clear the knife cut a portion of the septal wall deeper and more caudal from where the other attachment was. Once the portion was removed there was a shelf of muscle that had to be trimmed down as well. This added 5 minutes to the operating time. The pump was placed, and the inflow cannula was well positioned. It was directed toward the mitral valve and was up against the shelf portion of the septum. A transesophageal echocardiography showed no obstruction. The coring knife used during a later surgery was noticeable sharper and cut with no issues compared to the one used during this surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d3, g1: updated information. No further information was provided. The manufacturer is closing the file on this event.